Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that bumex infusions were running faster than expected in the past which occurred four(4) to five(5) times. Customer reports that initially they determined it was a "perceived" over infusion due to the bumex bag being a small volume 50ml IV bag. Once the primary IV set was primed, there was not much volume left in the IV bag, approximately 25ml. Customer reports that if the clinician receives an air-in-line alarm an hour or two into the infusion, they may believe the infusion is finished early. However there may still be 4mls left in the bag, with infusions rates from 4-6mls that is still an hour worth of infusion. This was reported to bd representatives during site visit. There was patient involvement, but the outcome is unknown. Although requested, no further information was known by the customer.